Manufacturer narrative:
Infutronix is waiting for the arrival of the affected device.

Event description:
The registered nurse at the user facility reported to infutronix on (B)(6) 2018: "we had a patient reported issue with a pump described below. We already have a box and shipping label to use to send this to you. Pt reported pump went off 4 hours early with 0.7ml still to be infused, she restarted the pump. Two hours later the pump beeped again saying there was now 2.5 ml to be infused and the bubbles in the tube flowing the wrong way, toward the pump. Pt stopped pump manually and noted infusion bag to be empty. Rn confirmed infusion was complete". The medication used was not reported. No specific event date was provided. No patient injury or harm was reported for this case. The infusion pump used with this device is reported under MDR 3011581906-2018-00016.

Manufacturer narrative:
The distributor of infutronix confirmed on (B)(6) 2018 that the affected administration set was unavailable for evaluation. Thus no testing could be performed as the affected device was not returned. Based on the reported issue description, the conclusion can be made that no device malfunction occurred. Air bubbles flowing backwards does not indicate the direction in which the fluid is flowing, but merely indicates a variation in pressure within the tubing. This is a naturally occurring effect and this does not constitute a malfunctioning device. The other device during the incident was returned for evaluation, and the evaluation result can be found in the follow up report of MDR #3011581906-2018-00016.

Event description:
This is the follow up report for the initially submitted MDR (3011581906-2018-00017).